Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 18ga 1-1/2in sb tw had foreign matter. The following information was provided by the initial reporter: when we prick the septum of a vial, there is coring of the latter which creates a particle in the syringe. (Cf in pj a syringe with visible particles). This event is recurrent.

Event description:
It was reported that needle 18ga 1-1/2in sb tw had foreign matter. The following information was provided by the initial reporter: when we prick the septum of a vial, there is coring of the latter which creates a particle in the syringe. (Cf in pj a syringe with visible particles). This event is recurrent.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 210205. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. The picture was examined and three white points could be observed. Without the physical sample, it was not possible to identify the origin of the foreign matter observed. At this time, an exact cause related to the manufacturing process could not be determined for this incident. Taking into account the preventive measures in place during the cannula manufacturing process, it is unlikely that coring resulted due to insufficient de-burring of the cannula. Cannula inspection is performed for point conditions, cleanliness, flashes, and clogged/crashed cannula. Cannula measurements and penetration tests are also performed. The stopper material and the technique used to penetrate the vial could also have potential implications for this incident. The needle should penetrate the stopper at a ninety degree angle to avoid the risk of coring.